Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the suggested event most occurred due to damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope produced a poor-quality flickering image. The issue was found during pre-use inspection and there were no reports of patient involvement.